Event description:
A cgm error 42 was reported by the customer regarding their sensor. There was no adverse impact to the customer's blood glucose level as the error did not recur after corrective actions. Technical support provided detailed instructions for resetting the pump, and the customer successfully started a new sensor session afterward.